Manufacturer narrative:
Visual examination of photographs of the complaint device show that the leg crack is consistent with overloading of the cosycot with accessories resulting in excessive weight being applied to the cosycot. A replacement base has been shipped to the hospital. A corrective action is under way to inform users of the maximum weight for the cosycot infant warmer and to inspect base legs of their cosycots as required. This corrective action has been notified to the district office under the above reporting number (and via status repots to the district office dated june 7th, august 14th and sept 21st). Competant authorities of other relevant countries have also been informed. We consider this pcr (product complaint report) to be closed.

Event description:
Nurse was lowering the infant warmer when the base cracked causing the bed to lean to one side. The crack occurred in the left rear leg (when viewed from front of warmer). No patient harm reported.